Event description:
Country of complaint: (B)(6). The packaging of the spool remains stick in the first packaging.

Manufacturer narrative:
Manufacturing site investigation: there are no previous complaints of this code batch. We manufactured and distributed (B)(6) units of this code batch, there are no units in stock. We have received eight closed samples and two opened, only the second pack is opened. The open samples received do not have the aluminum pouch stuck to the outer paper foil. We have opened all closed packs received and the aluminum pouch was not stuck to the outer paper foil. All packs have been opened correctly. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.